Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. No under delivery anomalies noted during testing. Successfully downloaded history files and traces using thump and carelink. Confirmed 342250 (34.225 u) units of normal bolus was delivered on feb 17, 2025. No alerts/alarms/anomalies noted during testing. Pump was cut open to perform visual inspection and found no physical or moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Force sensor zero offset within specification with 22 mv. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay and scratched case. Device test failed was not confirmed. Pump passed functional testing and no under delivery anomalies noted during testing. Unable to confirm high bg's. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, differences between sensor glucose and blood glucose levels and the insulin delivery was not suspended. The customer was also reported possible under delivery anomaly and the pump failed high pressure test twice. The customer reported a blood glucose value of 565 mg/dl and the sensor glucose was 400 mg/dl. The customer reported hyperglycemic event was treated with manual injection/insulin pen, and insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884l, mmt-381a, mmt-7040ma, mmt-332a. Troubleshooting was performed for hyperglycemic event. Customer was using the insulin pump system within 48 hours of the reported high blood glucose event. Customer was using the auto mode/smartguard feature at the time of the event. Customer was advised to discontinue use of the insulin pump. Troubleshooting was performed for differences in glucose levels. Difference between sensor glucose and blood glucose values was 165 mg/dl and it is beyond 30% limit. Customer was advised to replace the sensor. No further patient complications were reported. Mmt-1884l was requested, and customer response was the device will be returned. No product return is required for mmt-381a. No product return is required for mmt-7040ma. No product return is required for mmt-332a.